Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The reliability analysis inspected 1 opened or used enlite sensors and performed bicarbonate buffer test per (B)(4). The sensors failed for high readings. Unable to perform or reproduce skin irritation in lab.

Event description:
Customer reported that the insulin pump alarmed for low blood glucose and then went into a threshold suspend when the blood glucose was not low. The blood glucose reading was 131 mg/dl. Customer also stated that the adhesive on the sensor aggravates the skin. Nothing further was reported.